Event description:
It was reported that stent damage occurred. The target lesion was 3.50mm in diameter and was calcified. A 32 x 3.50 promus premier drug-eluting stent was advanced but it failed to cross the lesion. During the procedure, it was noted that some force was applied which resulted in the stent struts being lifted. A 28 x 3.50 promus premier drug-eluting stent was advanced; however, the stent also failed to cross the lesion and the stent struts were lifted. The physician decided to use a stent with a smaller diameter of 3.0mm and completed the procedure. No patient complications were reported and the patient was in perfect condition. It was further reported that the target lesion was 95% stenosed with angulation of approximately 15 degrees, and was located in a moderately tortuous and moderately to severely calcified mid-segment diagonal artery (da).

Manufacturer narrative:
A promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent identified that the mid struts were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination found no issues. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was 3.50mm in diameter and was calcified. A 32 x 3.50 promus premier drug-eluting stent was advanced but it failed to cross the lesion. During the procedure, it was noted that some force was applied which resulted in the stent struts being lifted. A 28 x 3.50 promus premier drug-eluting stent was advanced; however, the stent also failed to cross the lesion and the stent struts were lifted. The physician decided to use a stent with a smaller diameter of 3.0mm and completed the procedure. No patient complications were reported and the patient was in perfect condition. It was further reported that the target lesion was 95% stenosed with angulation of approximately 15 degrees, and was located in a moderately tortuous and moderately to severely calcified mid-segment diagonal artery (da).

Event description:
It was reported that stent damage occurred. The target lesion was 3.50mm in diameter and was calcified. A 32 x 3.50 promus premier drug-eluting stent was advanced but it failed to cross the lesion. During the procedure, it was noted that some force was applied which resulted in the stent struts being lifted. A 28 x 3.50 promus premier drug-eluting stent was advanced; however, the stent also failed to cross the lesion and the stent struts were lifted. The physician decided to use a stent with a smaller diameter of 3.0mm and completed the procedure. No patient complications were reported and the patient was in perfect condition.